Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) readings were inaccurate. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Manufacturer narrative:
Tandem technical support reviewed the customer's pump data logs on 11/24/2020 and verified that the insulin on board (iob) readings were accurate. During a follow-up call on 11/27/2020, the customer was informed and acknowledged that the iob readings were correct. Blood glucose was not impacted. Due to additional information, this event is not reportable as there is no device malfunction.